Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported waking up with a blood glucose of 36 mg/dl after having battery issues with their insulin pump. Customer's current blood glucose was 84 mg/dl. Troubleshooting found the drive support cap appeared to be normal. It was also reported the customer has not changed their infusion set since (B)(6). The customer was advised against exposing their insulin pump to a strong magnetic field. Customer also stated their blood glucose may have been low from over-treating for their high blood glucose. The customer was advised to monitor their insulin pump and call back if further assistance was needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.